Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears would not activate on the pretest. It didn¿t work at start of harvesting. The cord and generator were switched out. The device did not activate. There was a delay a new kit was opened to complete the case. No patient harm.